Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab would not unwrap even with manual inflation". No patient injury or consequence reported. To continue therapy another device was inserted at the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the distal end of the teflon sheath was at approximately 27.6cm from the iabc distal tip; fluid/liquid blood was noted within the sheath sidearm. The one-way valve tether was noted damaged; the one-way valve was not returned with the sample. The iabc bladder was noted fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged at approximately 6.6cm from the iabc distal tip. Bends to the iabc central lumen were noted at approximately 44cm and 63.8cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some traces of dried blood were noted within the iabc helium pathway. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was leak tested and a leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed damaged central lumen. During the investigation, it was noted that the entire flex tip assembly was loose, and it was found separated from the inner cannula (iabc central lumen). A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 6.6cm from the iabc distal tip, which is the location of the previously noted damaged central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 44.5cm from the iabc luer. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iab would not unwrap" is confirmed. During the investigation, the iabc central lumen was noted damaged and found separated from the central lumen flex tip assembly. The damaged central lumen allowed blood to enter the helium pathway and can result in an inability of the iabc to inflate. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action has been initiated to address the issue.

Event description:
It was reported "iab would not unwrap even with manual inflation". No patient injury or consequence reported. To continue therapy another device was inserted at the same insertion site. The patient's current condition is reported as "fine".